Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and with an investigation documented by philips complaint handling. Philips received a complaint on the heartstart xl+ defibrillator indicating that the devices probe was heating up while in use. Based on the information available, the customer was provided with a quote for repair which has since expired due to no response from the customer. The product malfunction was unable to be confirmed. The device remains at the customer's site and no further action is warranted at this time. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philps that the heartstart xl+ defibrillators probe was heating up while in use. There was no reported patient impact or injury.